Event description:
(B) (4)

Manufacturer narrative:
This event occurred outside the us where the same model is distributed and is based solely on device analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available, due to confidentiality concerns. Evaluation summary: (B) (4) analysis determined there was a higher than normal current drain in the device. During further testing the high current drain condition had cleared and could not be re-established. Therefore, the root cause could not determined. Further review of this event file indicates the device was functioning normally at the time of explant; therefore, the conclusion has been updated to reflect this.